Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that therapy had stopped due to an informational power on reset. The patient stated she had always been in pain, but over the last week she had an increase in pain in her right side. The patient went to check her implant because she thought it was time to charge and got the power on reset screen on both devices. Troubleshooting reviewed how to reset the device and the power on reset was successfully cleared. Therapy resumed at the last programmed parameters and the therapy was adequate, but the patient had to stand up to tell. Troubleshooting resolved the issue. The patient was going to meet with the doctor for a scheduled appointment the day of the call. The indication for use was spinal pain.